Manufacturer narrative:
The reported complaint of a leak cannot be confirmed. The returned new set was primed and tested and passed all product specifications. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Received: one (1) new. List #011-mc3322, ext set, smallbore bifuse, 2 clave¿ clear; lot #13611561. Bprobst (B)(6) 2024. Visual: received one (1) new. List #011-mc3322, ext set, smallbore bifuse, 2 clave¿ clear; lot #13611561. No visual damages or anomalies were observed. Functional: the set was primed and tested per ps00-00003. The set was primed without any issues. No leaks were observed. Activated both microclaves and no stick downs were observed.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. Possible lot number: date of manufacturing 12/01/2022 expiry date 12/01/2027. Date of manufacturing 04/01/2023 expiry date 04/01/2028. Date of manufacturing 03/01/2023 expiry date 02/01/2028.

Event description:
It was reported that, on an unknown date in (B)(6), a 15 cm (6") appx 0.35 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, rotating luer generated a leak of an unknown medication during patient use. The reporter stated that ¿we have experienced that patients have not received medication due to leakage in the luer lock coupling to the svk/pvk during continuous infusions using syringe volume pumps¿. The defect was visible and the location of the defect was in luer lock. The type of medical practice was an intensive care ward. There was no patient harm reported.